Event description:
Per the clinic, the patient experienced skin flap necrosis at the implant site. The patient underwent a revision surgery on (B)(6) 2014 to remove the necrotic skin and reconstruct the skin flap around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.